Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the guidewire became damaged was confirmed and appears to have occurred during use. The products returned for evaluation were a pink hub introducer needle and a guidewire within its packaging hoop. The distal end of the guidewire was threaded into the introducer needle hub and cannula. The guidewire did not traverse through the entire needle and could not be seen emerging from the needle bevel. The guidewire that was exposed though the advancement slot on the tip straightener contained an elongated coil wire. Red residual material was found throughout the returned devices. When an attempt was made to advance and retract the guidewire in the introducer needle, the guidewire could not be moved. The guidewire appeared to be jammed within the introducer needle. This can occur if blood or tissue becomes lodged between the walls of the needle cannula and the guidewire. It appears that the guidewire was retracted against this resistance causing a tensile (pulling) break in the coil wire. The IFU states, do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined. A lot history review (lhr) of reds2479 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that guide wire was damaged when puncture was made for short-term dialysis. On (B)(6) 2021: the returned guidewire was found to be frayed and fractured.